Event description:
It was reported that patient presented to the clinic after receiving inappropriate shocks due to lead noise. No other anomalies were reported. Both ICD and lead were explanted and replaced.